Manufacturer narrative:
As of today, the medical device is not available for analysis, therefore the device itself could not be investigated. The analysis is thus based on the inspection of the manufacturing documents of the device as well as on the provided data. The manufacturing process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process. The available data showed stable values of the pacing threshold and slightly fluctuating sensing amplitude around 2mv. The pacing impedance had gradually increased from 480 ohms up to 820 ohms within the period from (B)(6) 2019 until (B)(6) 2019. In spite of the available information, no conclusion can be drawn regarding the root cause of the clinical observation. An analysis of the lead itself would be necessary to determine the root cause. Should additional information or the device itself become available for analysis, the investigation will be updated.

Event description:
A high pacing threshold was reported approximately 1 month after the implantation. The lead remains implanted at this time. Should additional information become available, this file will be updated.